Event description:
It was reported that during a ptca/stent procedure, the stent became dislodged in the right coronary artery. The stent was retrieved with a snare wire. The pt was reported to be doing well during the procedure.